Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 33 mg/dl. The customer stated the sensor did not detect the low blood glucose. The customer was treated for the low blood glucose with food and juice. The customer also mentioned the transmitter is not flashing when connecting to sensor. The pump will not be returned for analysis.